Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a defect in the dr printed circuit board. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was displayed intermittently when using olympus series 180 scopes with the subject device. The problem, as reported to olympus, was first identified during preparation for use before a procedure. A delay of 10 minutes occurred while the patient was moved to another room in order to complete the procedure using a different device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely damage of the video connector plug. The damage to the video connector plug may have been caused by external force applied. This issue is addressed in the instructions for use (IFU): "important information ¿ please read before use do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."